Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1102: 3d scan acquisition error a090501: restart the system as the 3d scan would not work d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01605, software version#: 4.1.0 product ID: bi71000167, serial/lot#: (B)(6), UDI#: (B)(4): delay of less than one hour f26: no patient impact g02004: cable g02008: software g2: this event occurred in great britain, see section e. H3, h6: the system was serviced in the field. The cable was replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned cable was analyzed. Visual inspection confirmed the umbilical cable was physically damaged. Codes b01, c07, and d02 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during an electrode and probe placement procedure. It was reported that there was a 3d scan acquisition error. The site stated that they had to restart the system as the 3d scan would not work. There was less than an hour delay to the case. No reported impact to the patient.